Event description:
It was reported to boston scientific corporation that a obtryx system was implanted during transobturator midureteral sling (obtryx brand), anterior and posterior colporrhaphy, right labial biopsy, and cystoscopy procedures performed on (B)(6) 2011, to treat a patient with female stress urinary incontinence, cystocele and rectocele, and right labial papillary skin lesion (papilloma versus small condyloma). There were no patient complications during the implant procedure. The patient was returned to supine position, awakened and extubated in the operating room and transferred to recovery room in good condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).